Manufacturer narrative:
The console was not returned for analysis. However, it was evaluated by a field service engineer (fse) at the customer site. During functional evaluation of the console the reported error code 54 displayed was confirmed. After the field service engineer performed the replacement of the switching module and the cpu board, the issue was resolved, and the unit was within specification. As a result, the console was functioning as intended. The malfunction found could have affected the device performance leading to the event experienced by the customer. Based on review of all information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during a procedure post-sedation the console displayed error code 54 auto software calibration fail or not done. The procedure was discontinued due to defect. There was no patient complication. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.

Event description:
It was reported that during a procedure post-sedation the console displayed error code 54 auto software calibration fail or not done. The procedure was discontinued due to defect. There was no patient complication. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.

Manufacturer narrative:
The console was not returned for analysis; however, it was evaluated by a field service engineer (fse) at the customer site. During functional evaluation of the console the reported error code 54 displayed was confirmed. The cpu board and swm were damaged as well as the blast shield due to burnt. Additionally, as the laser output was below standard, a brick replacement was also done. As a preventive measure, the laser deck board, lamp ignition card capacitor bank, charger and the di cartridge were replaced too. After the field service engineer performed the replacement of the switching module and the cpu board, the issue was resolved, and the unit was within specification. As a result, the console was functioning as intended. The malfunction found could have affected the device performance leading to the event experienced by the customer. After that, the simmer board was returned for analysis but according to the visual inspection it was in good physical condition, and the electrical connections were in good condition too. No evidence was found to indicate a manufacturing or design-related issue. Based on review of all information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during a procedure post-sedation the console displayed error code 54 auto software calibration fail or not done. The procedure was discontinued due to defect there was no patient complication. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.